Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing multiple no delivery messages on her insulin pump. The customer's blood glucose level was unknown. The tubing was not bent or kinked. The customer had already tried all remedies. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.